Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a 28-year-old female patient who had essure (batch no. A62626-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a 28-year-old female patient who had essure (batch no. A62626-not valid,a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric condition") and anxiety ("mental anguish/psychological or psychiatric condition"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left 3 coils and right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation lot number: a64626, manufacturing date: 2012/10, expiration date: 2015/10. Lot numbers : a62626-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: medical record received- case was upgraded from non-serious incident to serious incident. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a 28-year-old female patient who had essure (batch no. A62626-inv,a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric condition") and anxiety ("mental anguish/psychological or psychiatric condition"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left 3 coils and right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation lot # a62626 is not valid. Lot number: a64626 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a 28-year-old female patient who had essure (batch no. A62626-invalid, a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric condition") and anxiety ("mental anguish/psychological or psychiatric condition"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. New lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a 28-year-old female patient who had essure (batch no. A62626-not valid,a64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric condition") and anxiety ("mental anguish/psychological or psychiatric condition"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation lot number: a64626, manufacturing date: 2012/10, expiration date: 2015/10. Lot numbers : a62626-invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('posterior uterine perforation') in a (B)(6) female patient who had essure (batch no. A62626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy with intrauterine device and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and norco. Concurrent conditions included cervical dilatation and phlebolith. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: depression, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs+mr received- lot number were added. New event posterior uterine perforation ,abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, migraines, headaches, dyspareunia (painful sexual intercourse) were added. New reporters, patient information, medical history, concomitant and historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.